Event description:
The customer stated that her breeze2 meter was reading 100 mg/dl higher compared to another meter. She did not provide the actual readings. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer decided to end the call and stated she would have her son contact customer service. No product will be returned.